Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for a driveline infection (diphtheroid). They were taken to the operating room (or) for a driveline washout and wound vacuum replacement on (B)(6) 2022. On (B)(6) 2022 the patient was discharged with intravenous vancomycin for 6 weeks. The infection did not resolve with treatment and the patient did not want to undergo any invasive surgery or treatment. The patient was ultimately sent home on hospice.